Event description:
I had the essure device inserted into my fallopian tubes to prevent pregnancy. Since that time, I've gradually had irregular period that ranged from very little bleeding to excessive bleeding along with pelvic pain, increase in weight and migraines. Over the past few years, the excessive bleeding has gradually become worse, where I have to bring extra underwear and pants when I bleed through my clothes. I've change to change tampons/pads on a hourly basis, interrupting my work schedule and attention span. This past (B)(6) 2017, I went to an outpatient clinic to inquire about my excessive bleeding. The doctor advised me that I was bleeding too much and go to the ER. I went to (B)(6) hospital where I had an ultrasound inside and outside my vagina. The results revealed that the essure device on the left descended into my uterus. I am now a prime candidate for a partial hysterectomy, since not only does the essure device needs to be removed, but my left fallopian tube as well.